Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia as well as hypoglycemia. Customers high blood glucose value was 500 mg/dl, 449 mg/dl and low blood glucose value was 50 mg/dl. The customer blood glucose level was 64 mg/dl at the time of incident and the current blood glucose level was 147 mg/dl. The customer was treated with insulin pump for high blood glucose level and food for low blood glucose value. Customer report they did not allege pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The device will not be returned for analysis.